Event description:
During a knee arthroscopy, the user noted a puddle of fluid on the floor beneath the 10 k pump. The user completed the surgery with this tubing set as this event was noted near the end of the procedure. The surgeon ordered antibiotics for the pt prophylactically post operatively. No serious injury, surgical delay or extended hospitalization were reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received only the cassette portion of this device. The tubing portion was cut off next to the cassette. An evaluation found 2 small cuts in the cassette diaphragm, which can cause the device to leak. The cause of the cuts could not be determined. A review of history for this lot number found no other reported events. Conmed linvatec will continue to monitor/trend this device for failures.